Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was not confirmed and no error messages was displayed. Evaluation did find the play of the up/down knob and bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive had a white clouded area, forceps could not be inserted smoothly due to a dent on the instrument channel, the image had linear scratches due to damage on the charged coupled device (ccd) unit, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope displayed a b30 scope communication error message. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found foreign objects came out of the suction port due to clogging of the suction tube in the universal cord. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the foreign material was found to be silicone rubber. Silicone rubber is also used in endoscope accessories (suction buttons and tubes used for cleaning), etc. The origin cannot be specified, but due to aging of the product using silicone rubber, part of the product peeled off and fell off the air supply and water pipe. It is likely that nozzle clogging may have occurred due to the intrusion. It was confirmed that there was no abnormality such as deformation or buckling of the suction channel and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope, 3.4 inspection of accessories, 3.7 connection of the endoscope and related devices, 3.8 combination with related devices." Checking the functions¿ says: [inspection of endoscope] 2. Visually and by hand check that there are no large scratches, deformations, loose parts, or other abnormalities on the appearance of the operation unit. [Inspection of accessories] 1. Visually check that there is no foreign object in the hole at the top of the button. 2. While pressing the top of the button, visually check that there is no foreign object in the hole on the side of the button. 3. Visually check all buttons for deformation and cracks. [Connection of endoscope and related equipment] firmly connect the suction tube connected to the suction device to the suction mouthpiece of the scope connector. If the suction tube is not properly connected, dirt may leak from the suction tube, causing damage to peripheral equipment or contamination of the operator, patient, or peripheral equipment by the leaked dirt. [Inspection of combined functions with related equipment] ¿ inspection of suction 1. Depress the suction button. Visually verify that water is being sucked into the suction bin. 2. Release the suction button. Make sure the water suction stops and the button returns smoothly to its original position. 3. Press the aspirate button to aspirate for 1 second. 4. Release the suction button to stop suctioning for 1 second. 5. Repeat steps 3 and 4 several times and visually confirm that no water leaks from the forceps stopper. 6. Lift the tip of the endoscope out of the water, depress the suction button, and suction air for a few seconds to remove water from the forceps channel and suction channel." Olympus will continue to monitor field performance for this device.